Event description:
The event is reported as: the customer alleges that the device stopped heating while in use on a pt. No pt injury/harm.

Manufacturer narrative:
The investigation is incomplete at the time of this report.